Event description:
Additional information received reported from the healthcare professional that the patient was seen on 2011-(B)(6) and the patient was reprogrammed. The patient did not seem to have any issues. There was no appointment set up for the future. The patient was going to see if the problem resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient has had a history of having fluid and erosion at the lead/extension connection.

Event description:
It was reported that the pt experienced a reproducible shocking/overstimulation sensation on their left side when the right lead/extension connection was palpated. Other movements did not cause a change in stimulation sensation. Impedance measurements were normal both with and without palpating the lead/extension connection site. Subsequent x-rays taken did not show "anything of concern". Add'l info was requested.